Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
During a laparoscopic sigma procedure, the blade broke and fell into the patient. The piece was removed. Used another like device to complete the procedure. There was no patient consequence.